Event description:
It was reported the pt experienced a loss of therapeutic effect following a fall (details were unk). It was noted however that the pt did have a history of falls but no recent falls were reported. Impedance measurements showed values of >2000 ohms (<12 micoramps) on some of the unipolar leads. Add'l info was requested. See also MFR report # 3004209178201108443.

Event description:
Additional information received from the hcp reported that the cause of the event was unknown. The hcp last saw the patient in (B)(6) 2009, but noted the patient had been falling with a possible etiology of high impedances. It was reported that the patient had stated the left device was not working, secondary to an open circuit. The hcp planned to fly the patient back for a follow-up appointment.

Event description:
Additional information received reported that electrode pairs c-2 and c-3 were above 2,000 ohms and their bipolar pairs were above 4,000 ohms. Other combinations were all within normal range. An x-ray was conducted but did not reveal anything remarkable. The patient was reprogrammed following discovery of the open circuits and was getting good symptom relief. The patient had a follow-up appointment scheduled.

Manufacturer narrative:
(B)(4).